Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed that the filter was tilted posteriorly relative to the axis of the inferior vena cava (ivc) by 19 degrees and that there was infrarenal position with the apex located 3.8cm inferior to lowest renal vein. Five struts were closely associated with the ivc wall and one strut extended 1mm beyond the ivc wall into the surrounding fat. No strut fracture, strut bending or ivc stenosis was noted.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan of the abdomen revealed that the filter was tilted posteriorly relative to the axis of the inferior vena cava (ivc) by 19 degrees and that there was infrarenal position with the apex located 3.8cm inferior to lowest renal vein. Five struts were closely associated with the ivc wall and one strut extended 1mm beyond the ivc wall into the surrounding fat. No strut fracture, strut bending or ivc stenosis was noted.